Event description:
A report was received that the patient experienced a decrease in function of the left arm and leg at the post anesthesia care unit (pacu) after a trial. The patient was monitored for the remainder of the day, but decision was made to remove the lead due to symptoms not resolving. The symptoms had resolved and left sided function was mostly restored after the lead pull.